Manufacturer narrative:
Zoll medical corp. Has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that during patient care, platform displayed "system error, revert to manual CPR". Medics reverted to manual CPR for the remainder of the case. No adverse effects were reported.